Event description:
It was reported that the sleeve of the bladeless 11mm trocar included in the kit was too small for the obturator, and the surgeon wasn't able to put it through. There were no adverse consequences to a patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.